Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a pinhole 15mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in severely tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.